Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vh-3000 was not cauterizing in the pt's leg. When the harvester took the tissue welder out of the leg, the silicon jaw boot detached and broke off in her hand. A replacement unit was used to completed the procedure. The hospital did not report any pt effects. The product was returned.

Manufacturer narrative:
Maquet cardiovascular received the device on (B) (6) 2010. A supplemental report will be submitted when the investigation has been completed, and the failure analysis has been received. (B) (4)